Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead rv and superior vena cava (svc) coil impedances had alerted for high impedance. The impedance alerts were turned off. The lead had fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.